Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed. Further investigation revealed corrosion buildup within all internal components of the device. Excessive debris was also noted in the collar. The device was repaired and returned to the customer.

Event description:
A stryker micro drill medium straight attachment was sent in for repair du to metal shavings which were flushed out during cleaning. No further was provided.